Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user disconnected the pump for a bath and was unable to reconnect it after inadvertently shutting it down, then experienced an alert 60 indicating a bluetooth communications error between the device and the dexcom g7 sensor; insulin delivery was resumed after guided troubleshooting, and a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included continued insulin administration by pen per agent instruction without medical intervention. The device was returned. Preliminary investigation of this case revealed a bluetooth communication malfunction consistent with a ble board communications error, with the communication subsystem implicated. The device powers on when charged. When the about menu is obtained there is no address for the bluetooth system. The device was then opened up to check for fluid ingress, and none was found. The u4 chip for bluetooth on the hoverboard seems to have failed, however, the cause of the failure is unknown. The customer complaint was confirmed.